Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: analysis of the submitted log files confirmed an increase in power and estimated flow over time; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported renal dysfunction, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files contain cumulative data from (B)(6) 2020 at 06:17pm through (B)(6) 2020 at 02:10pm. Power and estimated flow appeared to increase over the duration of the file, while average pi appeared to decrease. From the beginning of the files through (B)(6) 2020 at 09:24am, the average pump parameters were approximately 6.1 w (power), 5.8 lpm (estimated flow), and 6.2 (average pi). From (B)(6) 2020 at 02:47pm through the end of the file, the average pump parameters were approximately 9.8 w, 11.2 lpm, and 4.0, respectively. Power reached a maximum of 13.1 w in this timeframe. Additionally, odd sequences of power cable disconnect alarms were observed while the patient was supported by batteries. No additional atypical alarms were captured. The pump speed remained above the low speed limit of 8800 rpm for the duration of the file, including the power cable disconnect events. The center reported that the cause of the pump power was not identified. The patient had no symptoms and power values reportedly returned to normal after a few days of hemodialysis treatment. The patient was discharged to home with outpatient hemodialysis. The patient ultimately underwent a pump exchange on (B)(6) 2020 due to a recurrent infection (reported in manufacturer report number 2916596-2020-03102). Heartmate ii lvas, serial number (B)(6) was returned and investigated under manufacturer report number 2916596-2020-03102. The hmii lvas IFU lists renal failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also provides an explanation of each of the pump parameters. In reference to power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated power (and flow) values that began (B)(6) 2020. Upon log file review, elevated pump powers starting on (B)(6) 2020 were observed and remained elevated for the remainder of the log file. The pulsatility index (pi) was also noted to be trending down. Additional log files were sent to compare to previous files sent on (B)(6) 2020. Interval decreased to 1 hour. Upon log file review, continued elevated pump power and flow events were captured, starting on (B)(6) 2020 and remained elevated for the remainder of the log file. The pi was also noted to be trending down. The mcs equipment was operating as intended. Additional information was received that the cause of neither the elevated pump power nor the pi events were identified. It was also noted that the patient did not have significant pi findings. However, power values returned to normal after a few days of hemodialysis (hd) treatment. The patient had no symptoms and are presently discharged to home with outpatient hd in progress. The current plan of care for the patient is to optimize the patient as much as possible and continue wait for transplant.